Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 26, 2021, mentor became aware of patient's date of birth and initial reporter country code. Patient also experienced breast pain post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2021, mentor became aware that patient's impacted device is a 300cc mentor smooth round moderate profile saline breast implant. Serial number: (B)(6) lot: 6604683. Catalog: 3501645. A manufacturing record evaluation was performed for the finished device 6604683 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).